Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 6:00am. Reporter alleges that the meter gave a result over 400mg/dl. Reporter stated that the end-user received a high reading and took her insulin based on that reading and wound up passing out as a result. The ems were called immediately and arrived within 10 minutes. Paramedics tested the end-user with their meter and received a result of 38mg/dl. End-user was then transported to the ER. The reporter was unsure what treatment was received by the paramedics or the hospital. The end-user was admitted to the hospital for 3 days. Reporter did not know what the end-user bg was prior to discharge. End-user is on a sliding scale for their humalog which is as follows humalog; 200mg/dl take 40units 250mg/dl take 50units, 300mg/dl take 60units. End-user was treated at (B)(6). No further information was given.